Manufacturer narrative:
Investigation: 1 actual sample (without package) received and visually observed the safety shield was disengaged from hub. CAPA# (B)(4) has been raised to address safety shield disengagement issue.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6357403. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification (B)(4) was initiated and a product advisory letter was sent on (B)(6) 2016. (B)(4).

Event description:
It was reported that safety mechanism of the 27 g x 1/2 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle failed to cover the needle. There was no report of injury or medical interventions.